Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: crt-d implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.